Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a defective air sensor. The issue was found during testing and there was no patient involvement.

Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the device. During analysis, the reported issue was able to be duplicated. The air detector has air in line and was not able to be detected. It was noted that air in line was the cause of the reported issue. Service replaced the air detector to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.